Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. A metal marker was also placed prior to implanting spaceoar. Reportedly, lidocaine was used for local anesthesia. According to the complainant, following the procedure, the patient's blood pressure and consciousness level decreased. The patient was sent to the intensive care unit (ICU) for treatment. The patient experienced an allergic reaction, and a rash was noted by the treating physician. The patient received an intramuscular epinephrine injection and remained under observation. In the physician's assessment, the cause of the patient's allergic reaction could not be confirmed. There were no further patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The patient was discharged from the hospital on (B)(6) 2020. Additional information received on (B)(6) 2020: reportedly, soon after the spaceoar injection, the patient claimed nausea. Oxygen was administered and consciousness was recovered; however, the patient was still in a state of shock. The patient had low blood pressure, so epinephrine intramuscular injection was given several times and the patient's condition stabilized. After 9 days, the patient came to the hospital for magnetic resonance imaging (MRI). Radiation therapy will be performed as scheduled.

Manufacturer narrative:
Patient code 1907 captures the reportable event of allergic reaction requiring treatment. Evaluation conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Correction to g1 (MFR site facility name).

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. A metal marker was also placed prior to implanting spaceoar. Reportedly, lidocaine was used for local anesthesia. According to the complainant, following the procedure, the patient's blood pressure and consciousness level decreased. The patient was sent to the intensive care unit (ICU) for treatment. The patient experienced an allergic reaction, and a rash was noted by the treating physician. The patient received an intramuscular epinephrine injection and remained under observation. In the physician's assessment, the cause of the patient's allergic reaction could not be confirmed. There were no further patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The patient was discharged from the hospital on (B)(6) 2020.